Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink set had damaged IV tubing. This was identified during infusion. It was stated that the tubing had pulled out of the hub which the patient bled from. It is unknown what drug the patient is being infused with. There was no report of patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection was performed and verified the reported condition. The cause was determined to be caused by a machine or equipment at the manufacturing facility. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.